Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no off no power alert or blank display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on that the insulin pump was experiencing unexpected battery power losses. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer noted she saw a screen she was unfamiliar with, and did not receive a low battery alarm. Customer noted the battery cap was not dropped, bumped, or exposed to moisture. Customer was advised to try new batteries, but it did not resolve the issue. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.